Event description:
Reportedly, this device was explanted after approximately a 3 month implant duration due to mitral regurgitation (valvular incompetence).

Manufacturer narrative:
Device not returned.